Event description:
Procedure: nephrectomy. According to the reporter: during use the device did not seal properly and it could not hold tissue. Another ultra shears was used to complete the procedure.

Manufacturer narrative:
Initial report submitted: 09/03/2008.